Event description:
Broke. During use in a septorhinoplasty, the involved instrument broke inside the nasal cavity. Visible pieces of the instrument were removed and intraoperative ap and lat films did not reveal any further radiopaque fragments.

Manufacturer narrative:
The effected instrument was not received for eval; the affected instrument is crucial for a complete and accurate analysis of the concern. A review of trend reports over the last 5 yrs has revealed no previous incidents of any nature. The result of this investigation is not complete at this time. As applicable, a corrective and preventive action will be initiated once the info is collected and reviewed. A follow-up report will be submitted with the info.